Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient decided on revision to address hump in back where leads and device are. Physician adjusted stress relief loop at lead incision site, mitigated scar tissue and positioned mechanical anchors deeper to address hump. Nothing was removed. Physician also adjusted battery pocket and mitigated scar tissue. Did not disconnect leads and final impedance check was all within normal range.